Event description:
It was reported that the programmer had a cracked screen. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) overlay to screen is cracked. No fault found with screen. Programmer lower case was very worn at the feet. System fan is noisy.